Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was admitted to the hospital because the patient started having increased falls and tremors the night prior. They were admitted by ambulance and did not bring their patient programmer so they were unable to check the ins status. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.